Event description:
It was reported that the control panel did not work in an arctic sun device. Per sample evaluation results on 13jun2024, it was reported that after running the equipment for a while error 76 (non-recoverable system error) appeared.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. After running the equipment for a while error 76 appeared. Replaced manifold. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. After running the equipment for a while error 76 appeared. Replaced manifold. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel did not work in an arctic sun device. Per sample evaluation results on 13jun2024, it was reported that after running the equipment for a while error 76 (non-recoverable system error) appeared.